Manufacturer narrative:
Product analysis: the field reports of insulation abrasion and noise were confirmed. Visual analysis found an abrasion breaching all cable lumens adjacent to the connector boot which is consistent with abrasion caused by friction to the device can. The etfe cable coatings of both the non-functional conductor cables were abraded. The etfe cable coatings on all other cables were found to be normal. The inner lumen was also abraded with abrasions noted to the ptfe liner in multiple locations. The exposure of the conductor cables and the inner coil was most likely the cause of the complaint reported from the field. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray of the connector region and helix assembly was normal. All other damages noted are consistent with that occurring at the time of explant.

Manufacturer narrative:
(B)(4)

Event description:
The lead was replaced due to noise episodes during which no therapy was delivered. The impedance measurements were normal prior to explant. During the explant procedure, externalization was noted at the proximal end of the lead. The patient experienced no adverse consequences as a result of the issue and is stable.